Event description:
Pt was undergoing a procedure to a heavily calcified and moderately tortuous mid rca with 100% occlusion (cto). The physician tried to deploy the 2.5x28mm cypher, but even after moving the stent delivery system (sds) back and forth several times, the deployment was unsuccessful. The physician then decided to deploy the stent at the proximal end of the target lesion. Soon after the sds was inflated, however, the balloon ruptured. The stent was not fully deployed. The balloon became stuck and the physician retrieved the entire sds after 45 minutes by using some force. The stent dislodged inside the medikit sheath and was retrieved with a snare. A cypher 3.0x18atm was implanted at the proximal rca, and a bare metal stent was implanted at the distal rca. They did not overlap.a femoral approach was used. Predilation was done with a goalin 1.3x10mm balloon. Per reporter, the lesion extended from the proximal to the distal rca. The cypher was scheduled to be implanted at the distal rca, but because it could not be delivered, the attempt was made to implant it at the mid rca, whereupon the stent dislodged. A multilink 2.5x 13mm pixel stent also could not be delivered to the lesion. A tsunami 2.5x 15mm bare metal stent was implanted at the distal rca. The type of snare used was a ev3 10mm. Physician's comment: "the reason of this event may be due to the damged sds because of the forcible handling during the procedure."